Event description:
It is reported that surgery was delayed for 1 hr when the targeting guide failed to target correctly and the driver allowed the screw to change angle upon insertion.

Manufacturer narrative:
Eval summary: the failure mode is currently being addressed. The screwdrivers were not returned for review, so we could not determine if the hex tolerances were in specification or if the screwdriver was worn from use. Cause cannot be definitively determined. Eval: as returned, the handle appears to be in good shape. The threaded inserts, which are not pinned, do not appear to be backing out of the handle. Cmm was performed on the handle which showed it slightly out of tolerance. The screwdriver was not returned for review.